Manufacturer narrative:
(B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2013 as part of the post approval 2 (pas2) clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6), 2013. The procedure was completed successfully with no issues noted. Following the procedure the patient experienced acute bronchospasm in additional to decreased fev1, inspiratory and expiratory wheezing, decreased airflow, chest tightness and pleuritic pain. The patient was admitted to the hospital on (B)(6), 2013 and treated with IV steroids, nebulizers and oxygen. The patient was discharged on (B)(6), 2013. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator fev1: 3.48 fev1 % predicted: 79.27 fvc: 6.08 fvc % predicted: 114.72. Post-bronchodilator fev1: 3.99 fev1 % predicted: 90.89 fvc: 6.20 fvc % predicted: 116.98. Additional information received as of january 31, 2014. According to the complainant, the event of acute bronchospasm was considered resolved as of january 4, 2014.

Manufacturer narrative:
(B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the post approval 2 (pas2) clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2013. The procedure was completed successfully with no issues noted. Following the procedure the patient experienced acute bronchospasm in additional to decreased fev1, inspiratory and expiratory wheezing, decreased airflow, chest tightness and pleuritic pain. The patient was admitted to the hospital on (B)(6) 2013 and treated with IV steroids, nebulizers and oxygen. The patient was discharged on (B)(6) 2013. The event is reported as continuing. Baseline spirometry values: visit date:(B)(6) 2013. Pre-bronchodilator: fev1: 3.48, fev1 % predicted: 79.27, fvc: 6.08, fvc % predicted: 114.72. Post-bronchodilator: fev1: 3.99, fev1 % predicted: 90.89, fvc: 6.20, fvc % predicted: 116.98.